Event description:
The customer reported that there was no sound coming from their patient information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.